Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer reported that the ventilator's user interface module (uim) has a bubble or a water spot on the left hand side of the screen. The customer was trying to use the ventilator during setup and found out the touchscreen was freezing. There was no patient involvement.